Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a hose disconnection. The hose was reconnected. No report of patient involvement.

Event description:
The hospital reported suction was not functional from the anesthesia machine. There was no report of patient involvement.